Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("that's hurting and what you can not do anymore/pain getting worse") and tooth fracture ("teeth are chipping/teeth are breaking"). The patient was treated with surgery (e-free (B)(6)). Essure was removed. At the time of the report, the pelvic pain and pain outcome was unknown and the tooth fracture had not resolved. The reporter considered pain, pelvic pain and tooth fracture to be related to essure. The reporter commented: I've been e-free since (B)(6) insertion date as per pif: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: reporter & concomitant drug was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("that's hurting and what you can not do anymore/pain getting worse") and tooth fracture ("teeth are chipping/teeth are breaking"). The patient was treated with surgery e-free (B)(6). Essure was removed. At the time of the report, the pelvic pain and pain outcome was unknown and the tooth fracture had not resolved. The reporter considered pain, pelvic pain and tooth fracture to be related to essure. The reporter commented: I've been e-free since (B)(6). Insertion date as per pif: (B)(6) 2011. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("that's hurting and what you can not do anymore/pain getting worse") and tooth fracture ("teeth are chipping/teeth are breaking"). The patient was treated with surgery (e-free (B)(6)). Essure was removed. At the time of the report, the pelvic pain and pain outcome was unknown and the tooth fracture had not resolved. The reporter considered pain, pelvic pain and tooth fracture to be related to essure. The reporter commented: I've been e-free since (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case was upgraded to serious incident. New event teeth are chipping/teeth are breaking was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.